Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional additionally reported, "particles in valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified, one opening striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.